Event description:
When the iab was inspected by the facility, the membrane had an aneurysm in it. The balloon was never used on a pt. Event complications: unknown - reported 2/21/97. Pt's curent status: unk - rpt'd 2/21/97.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely unfolded. No blood was noted on the exterior or interior of the device. Visual examination revealed an aneurysm in the membrane at a location of 1" proximal to the balloon tip. Underwater leak testing revealed no leaks in the device. In addition, when the balloon catheter was attached to the system 90 iabp in the laboratory, the balloon membrane inflated and deflated satisfactorily at 80 and 160 bpm. No alarms were triggered during this test. Probable cause of difficulty: no defect was found in the balloon catheter other than the aneurysm. Based on the physical condition of the returned iab and the nature of the reported complaint, it appears most likely that the aneurysm occurred during pre-testing at the facility prior to use in the patient. Over-inflating the membrane with air or helium using an unregulated air or helium supply would cause the balloon membrane to become "deformed" or aneuryzed. As a note, it is not necessary to pre-test balloons prior to use nor does datascope recommend this procedure. All intra-aortic balloon catheters mfg at datascope are assembled under strict quality control guidelines and are fully tested prior to packaging and distribution.